Manufacturer narrative:
(B)(4).

Event description:
Procedure: totally extraperitoneal hernia repair. According to the reporter, during the procedure, the balloon would not inflate after inserting camera through the port. Another device was used to continue the procedure. No patient harm. Operating time not extended. No tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).